Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: extension of previous cervical fusion levels implanted: c1-t2 it was reported that on an unknown date, post-op, follow up x-rays of patient showed the axial connector had disconnected on one side. Patient underwent revision surgery for the replacement of the implant. During the revision surgery, it was also discovered that both connectors had separated from the original construct and also the rod crosslink's center hex was also loosened. All the malfunctioned implants have been removed during the revision surgery and single rods construct have been implanted. Patient suffered with unstable cervical spine as a result of this event.

Manufacturer narrative:
Product analysis results: visual functional visual inspection of the crosslink confirmed some witness marks on the outer arm and on the set screw ends where it holds the rods. Functional inspection confirmed the set screws would thread in and a sample rod confirmed the crosslink would attach and hold a sample rod with no issues. The implant appears to function as intended. No fault found. If information is provided in the future, a supplemental report will be issued.